Event description:
The mother customer reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose level was 350 mg/dl. The patient mother contacted their health care provider for high blood glucose. The patient mother stated that they have a back up plan. The patient was treated with manual injection and bolus. The customer does feel okay to troubleshoot. The customer was admitted at (B)(6) hospital on (B)(6) 2014. The customer was treated and sent home. The patient is wearing the insulin pump at the time of hospitalization. The customer mother reported that their is no delivery alarm and moisture on the insulin pump. The troubleshooting was performed. The customer mother was advised that the insulin pump will need to be replaced. The customer mother was advised to discontinue use of the insulin pump per health care provider instructions.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No excessive no delivery alarm, low reservoir alarm, or no reservoir alarm was noted. The insulin pump had minor scratches on the display window. No moisture damage was found inside of the reservoir compartment, on the electronic assembly or on the motor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.